Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels all night. The customer stated that he was traveling yesterday and went to the hospital to have some tests performed. The reported blood glucose reading was 255 mg/dl. The customer stated that he programmed a bolus, but the insulin pump alarmed no delivery. Troubleshooting was performed, and the customer stated that the active insulin time may be set too high. Advised to discuss the insulin pump settings with his doctor. Nothing further was reported.